Event description:
It was reported that both the atrial and right ventricular leads of the pacemaker system exhibited a significant increase in pacing thresholds and a decrease in sensing. A chest x-ray confirmed that both leads had dislodged. This atrial lead was successfully repositioned. No additional adverse patient effects were reported.